Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had been alarming error 45636. The patient had stated that the pump had been leaking and that a wet spot had been noticed on her pants, with the carrying case also wet. The patient had been instructed to open and then close the battery door. A loss of power alarm had been acknowledged. The pump had been powered down, and the clamp on the tubing closest to the PICC line had been closed. The patient had been instructed to call her doctor immediately and had been informed that the infusion could not be stopped for more than four hours. The medication had been blincyto. There were no injury and the event occurred while in use with a patient.

Manufacturer narrative:
H7. If remedial action initiated: recall. H9. Correction/removal report no: z-2419-2024, z-2421-2024. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.